Event description:
The dentist reported that after nearly 2 months that the dental implant was installed in intra-oral region #13 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii), peri-implantitis and infection. During the procedure, perforation of the sine membrane occured.